Event description:
Procedure type: gastrectomy. According to the reporter: a few staples in the middle of staple line were missing from both the specimen and patient side of the tissue. Over 200cc and under 500cc bleeding occurred. The surgeon manually sutured the incomplete staple line to complete the procedure.